Manufacturer narrative:
(B)(4). The device was kept by the facility and we do not expect it will be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was unable to be interrogated. It is believed that it has declared end of life (eol) but it is unconfirmed at this time. The device was explanted successfully replaced without incident. To date, no additional adverse patient effects have been reported.